Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01265. It was reported the patient's scs system was removed due to infection. No further information is available at this time.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed found no non-conformances and product met all final packaging/sterilization acceptance criteria prior to release for distribution. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).